Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during first inflation at 11 atmospheres for 11 seconds, the balloon ruptured. The device was removed and the procedure was completed. There were no patient complications nor injuries reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during first inflation at 11 atmospheres for 11 seconds, the balloon ruptured. The device was removed and the procedure was completed. There were no patient complications nor injuries reported and the patient was in good condition. It was further reported that the stent was successfully deployed in the intended area and the balloon ruptured when dilating the proximal part of the lesion.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified first diagonal branch. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during first inflation at 11 atmospheres for 11 seconds, the balloon ruptured. The device was removed and the procedure was completed. There were no patient complications nor injuries reported and the patient was in good condition. It was further reported that the stent was successfully deployed in the intended area and the balloon ruptured when dilating the proximal part of the lesion.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 48mm stent delivery system (sds) was returned for analysis without the stent. An examination of the crimped stent found that the stent was not returned for analysis as it was successfully deployed at the lesion site. The balloon was reviewed, and it appeared to be in a deflated state with signs of positive pressure being applied to its cones noted. Solidified blood was present in the balloon. A detailed microscopic examination of the balloon material could not identify any tears or holes in the balloon material. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no kinks or damages. The device was soaked overnight in a water bath at 37 degrees. The device was tracked without issues on a test guidewire. An inflation/deflation test was attempted using an encore device verified with a druck gauge to 18 atm. It was noted that pressure could not be maintained in the inflation device above 8atm as gradual loss of pressure was noted and was due to a pinhole leak in the balloon material. The pinhole was located in the mid body of the balloon. No other issues were identified during the product analysis.